Event description:
It was reported that the stylus and cursor do not align; therefore, the touchpen cannot be calibrated. Technical services recommended that another touchpen from another programmer be tried. The status of the programmer is unknown. No patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.